Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump went into threshold suspend, when her blood glucose level was not low. The customer's blood glucose level was 115 mg/dl but her meter was reading 58 mg/dl. The product was not returned. Nothing further to report.